Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported the patient as having exploratory surgery on (B)(6). Additional information was received stating that the pre-op impedances were the same as listed on (B)(6) 2024. The surgeon took the left extension and reinserted it in to the top battery port and we retested resulting in the same high impedances. He then swapped the right extension into the top port and retested impedances. They were all in normal range, showing us that the battery was not defected. The surgeon then opened the lead/extension connection site and used a twist lock cable to test the lead. The lead impedances were all good and in range. The surgeon then replaced the extension wire and we retested the impedances and all were normal and in range. The extension was disposed of.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was an error code 2098 seen by the patient (pt) on (B)(6) 2024. Pt reported to nurse at the va that he felt a change to the right side of his body and still today doesn't feel like things feel right on that side. No complaints about the left side. The manufacturer representative (rep) indicated that there was not indication of any falls or trauma. Additional information was received from the rep that impedances were taken on (B)(6) 2024 and found that all contacts except c/1 were high. Rep provided impedances from session report: left stn monopolar 3 had a reading of 11,013 ohms, monopolar 2 had a reading of 19,726 ohms, monopolar 0 had a reading of 8,362 ohms. Left stn bipolar 3-0 had a reading of 17,043 ohms, 3-1 had a reading of 11,684 ohms, 3-2 had a reading of 39,829 ohms, 2-0 had a reading of 27,749 ohms, 2-1 had a reading of 21,150 ohms, 1-0 had a reading of 5,616 ohms. X-rays were taken and provided. Healthcare provider (hcp) is going to reprogram pt at c/0 for now. Rep stated she reviewed with hcp that if the impedances don't improve that exploratory surgery may be needed. Rep confirmed that pt was just sitting at work and he lost therapy that quickly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pre-op impedances were the same as listed on (B)(6) 2024. The surgeon took the left extension and reinserted it in to the top battery port and we retested resulting in the same high impedances. He then swapped the right extension into the top port and retested impedances. They were all in normal range, showing us that the battery was not defected. The surgeon then opened the lead/extension connection site and used a twist lock cable to test the lead. The lead impedances were all good and in range. The surgeon then replaced the extension wire and we retested the impedances and all were normal and in range.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2024 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.